Event description:
It was reported that the pt was experiencing extreme pain at the battery site. The pt believed the battery and lead had shifted. The pt allowed the battery to go into an overdischarge status and did not charge the battery for a long period of time. The pt did not have insurance to explant the device. Add'l info has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the health care professional did not know the cause of the event.

Manufacturer narrative:
(B)(4).